Event description:
It was reported that during withdrawal/closure for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced acute st segment elevation after the ablations had been completed. The patient was administered intravenous nitroglycerin to resolve the complication. The procedure was completed successfully and the patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.